Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient's mother received a calibration error during warm up; the previous sensor session is continuing. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.